Event description:
Description of event: graft was unsheathed to deploy and upon rotating handle to release the graft from the delivery system, the graft appeared to be released but was not fully off the delivery system. Graft was then pulled down over the visceral vessels. Handle had to be excessively rotated more to release from the system. Additionally, the rotating handle continued to turn and never stopped. Handle could continuously be rotated. Additional information received 13nov2025: the releasement of the stent graft confirmed with fluoroscopy but it was noticed as the handle and delivery system was being removed that the graft was still attached. This resulted in a hard stop to removal and then the handle was turned quite hard to get one more click and then was fully released. The stent graft migrate from above the celiac artery to just above the renal arteries. Patient outcome: ballooning of the graft was done distally and graft was pushed up to where it originally was. Additional information received 13nov2025: how much did the stent graft migrate? Migrated from above the celiac artery to just above the renal arteries. Triage, initial assessment on (B)(6) 2025. "Trigger wires are not fully retracted after rotation of blue rotation handle" additional information requested. 1. Are procedural images available? -unfortunately, no. I can see if any were saved tomorrow when I am there for a case. But I am not aware that any images wer saved for this product. 2. Was the graft altered in any way prior to implant? -no. 3. Was the handled rotated to stop and then it was found to be still attached to the delivery system? -correct. 4. Was the releasement of the stent graft confirmed with fluoroscopy as per the instruction for use after the handle was rotated to stop the first time? -it was but then was noticed as the handle and delivery system was being removed that the graft was still attached. This resulted in a hard stop to removal and then the handle was turned quite hard to get one more click and then was fully released. After that, you will see on the returned product that the rotational handle can now keep turning and does not stop. 5. Where in aorta was the intended landing zone of the stent graft? -distal thoracic 6. How much did the stent graft migrate? -migrated from above the celiac artery to just above the renal arteries. 7. Was any part of the procedure off label or out of patient selection criteria? If yes, please describe. -no.